Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during manual prime. Troubleshooting was performed and the device failed the displacement test. No blood glucose reading was reported and further info was not provided.